Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was not confirmed. The evaluation found an additional reportable malfunction, a b30 error after startup. The image was restored to normal after replacing the printed circuit board. The evaluation also found the protector on the light guide tube was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced an e216 scope communication error. The issue was found during preparation for a diagnostic bronchoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the printed circuit board in the scope connector was damaged, leading to the display of error messages e216 and b30. Regarding the cause of damage to the printed circuit board, one cannot dismiss the possibility that the board experienced irregular electrical damage from the metal contacts of the connector while the user was handling the subject device. However, it is not possible to specify the exact cause of the damage to the printed circuit board. Incidentally, although error message e216 was not reproduced, b30 was found. Regarding this, it is presumed that multiple events temporarily occurred depending on the damaged condition of the printed circuit board. The event can be [detected/prevented] by following the instructions for use which state: "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.